Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was over delivering insulin. Customer experienced low blood glucose and treated with food for low blood glucose. Customer stated that even if they suspended the insulin pump and disconnected the tubing, still drops were coming out and causing low blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.